Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported experiencing the events of ¿implants ruptured¿ and ¿underarms are constantly sore from them and it feels like lumps are under them¿. Device remains implanted. This record represents the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: d.6., g.1.

Event description:
A patient reported experiencing the events of ¿implants ruptured¿ and ¿underarms are constantly sore from them and it feels like lumps are under them¿. Device remains implanted. This record represents the right side.